Manufacturer narrative:
Reportedly, the hosp has 11 beds in this critical care location. The specific bed associated with this reported event could not be identified, although our field servide rep has looked at some of the beds. Reportedly, the brakes were set on the bed, but, it cannot be determined if the brakes slid or rolled. The reporter indicated that the bed slid and that it was not a brake engagement issue. Subsequently, during a conference call, it was reported that the brakes may have rolled. As a result, this report is being filed because there is now an allegation that the brakes may have been a contributing factor.

Event description:
It was reported that a nurse was pulling a pt up in bed. Allegedly, the bed slid and the nurse reportedly sustained a lower back injury. Reportedly, she is on workman's compensation and is being treated by a chiropractor.